Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cartridge compartment had damaged threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the cartridge compartment was cracked. The battery cap was not returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.